Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 12/21/2016 to 04/04/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for visual inspection. The customer confirmed that the media in the vial was reduced after sterrad processing. This indicates undetected pre-existing ampoule damage. The bi with a dried vial was incubated and resulted in a positive bi. Processing a bi with ampoule damage can lead to a positive bi, since hydrogen peroxide does not penetrate liquids and does not contact the spore disc. The assignable cause of the issue was due to incubation of a bi with a broken ampoule after sterrad processing. Per the instructions for use (IFU), it states to check the integrity of the media ampule prior to, and after sterrad processing. If a broken ampule is found before processing, use another sterrad cyclesure 24. If a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24. A customer letter will be sent to address this user error. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The chemical indicator (ci) changed color correctly. The bi was incubated for 24 hours. The previous and subsequent bi results were both negative. The affected load was not released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.